Manufacturer narrative:
The distal set-up joint (suj) was returned for failure analysis. The reported error was confirmed as having occurred in the field via error logs but was not replicated in-house. The unit passed all testing. The complaint was not confirmed based on failure analysis. The universal surgical manipulator (usm) was tested in house and passed normal move. It was then installed onto the patient side cart fixture test platform (pftp) were it passed all tests. The logs showed the usm had error 23062 on degrees of freedom (dof) 7. As a precaution, the dof 7 stator and the axes controller power board (accp).

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and no errors were found when the system was powered on. The suspected universal surgical manipulator (usm) was disabled to continue the procedure. A new usm was used in its place.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 2 and the distal set-up joint (suj) to resolve the issue. Intuitive surgical, inc. (Isi) did receive an usm to performed failure analysis, and the issue was confirmed by logs but was unable to be replicated. The unit was tested on an in-house system and passed normal mode. Unit was tested on pftp where sensors check, friction test, sine cycle, carriage strength, carriage lissajous, carriage direction test all passed. Logs recorded error 23062. The distal set-up joint (suj) has been returned, but failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable faults occurred. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.